Event description:
Reporting status: serious injury/hospitalization/surgical intervention. Reporting rationale: in-stent stenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was 2008. The procedure was to treat restenosis of another company's previously placed des stent in the prox rca. Acute coronary syndrome. In 2008, the patient was admitted via emergency department with acute coronary syndrome. The cardiac cath showed instent restenosis of rca. The patient underwent CABG and did well. The patient's aicd settings were changed during hospitalization. He was discharged. No additional event or patient information ia available.